Event description:
The customer reported that during an examination the system could not perform any exposures from both frontal and lateral stand.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.